Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty removing the guide wire from the balloon catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire. However, possible factors that may contribute to the difficulty removing the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, procedural contaminant buildup in the guide wire lumen, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 6.0x40mm armada 18 balloon dilatation catheter (bdc) was prepared and flushed prior to use. The balloon was used, however, there was resistance with the guide wire and was not able to pull back the bdc. The balloon and guide wire were removed together as a whole unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.